Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via a merlin@home transmission, oversensing was noted on a stored egm. The device was post-paced t-wave oversensing. Programming changes were suggested. On (B)(6) 2019, programming changes were made. The patient condition was stable.